Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient receiving an unknown drug via an implantable infusion pump for non-malignant pain. It was reported that the patient had not been able to get regulated well. The patient had experienced withdrawal symptoms and when trying to titration up to control pain, would seem good for a few days and then start presenting signs of overdose. It was unknown what if any environmental/external/patient factors may have led or contributed to the issue. As troubleshooting, the patient was decreased way back on meds causing withdrawal symptoms. The patient could not seem to tolerate going up or getting to a comfortable state to control pain. As an action/intervention a dye study was set for (B)(6) 2017 to determine catheter viability. The issue was not resolved at the time of this report. The patient's status was "alive- no injury" and no further complications were expected or anticipated.